Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
One of the metal parts (I think of the oscillating function?) Came off in my mouth - the brush started to vibrate oddly - oral-b [device breakage] . Case narrative: female consumer via e-mail reported that the metal part of oral-b toothbrush head came off in her mouth and the brush started to vibrate oddly. No injury was reported. On (B)(6) 2024 via image: the concomitant product was oral-b rechargeable toothbrush, pro 3. No injury was reported. On (B)(6) 2024 via image: the suspect product lot was 3331b21100. No injury was reported.

Event description:
One of the metal parts (I think of the oscillating function?) Came off in my mouth - the brush started to vibrate oddly - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail reported that the metal part of oral-b toothbrush head came off in her mouth and the brush started to vibrate oddly. No injury was reported. On (B)(6) 2024 via image: the concomitant product was oral-b rechargeable toothbrush, pro 3. No injury was reported. On (B)(6) 2024 via image: the suspect product lot was 3331b21100. No injury was reported. 02-dec-2024 case update from information initially learned on (B)(6) 2024 via image: the suspect product was oral-b power oral care refills crossaction eb50rx. No injury was reported. 20-dec-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
20-dec-2024 product investigation results: product was identified as a non-genuine oral-b product, it was not manufactured under p&g control.